Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was successfully prepared. While advancing the mitraclip into the sgc a leak was identified and the fluid chamber lost all fluid content. A new clip was selected and implanted successfully and the procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.